Event description:
The manufacturer received information alleging a ventilator service required error code was found during preventative maintenance on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the error code, oxygen blending module (obm) accuracy urgent service, was observed on the device's error log. The service technician evaluated and determined the air flow sensor had caused the error to occur on the device. The service technician went to test the device, and it had failed the negative flow and write obm sensors calibration table. The service technician further evaluated and determined the interface printed circuit assembly (pca) had caused these two test steps to fail on the device. In conclusion, the oxygen blender pca and interface pca were replace since it is equipped with the air flow sensor to address this issue. The root cause is confirmed at this time. Additionally, during the service of the device, the trilogy o2 kit was replaced for preventative maintenance unrelated to the reportable issue.